Event description:
It was reported that during a laparoscopic digestive surgery, fragments of plastic from the device were disseminated in the abdominal cavity of the patient. The operating time was lengthened for less than 30 minutes while the pieces were recovered and the retractor was changed. It was noted that the incision was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.